Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states the dealer alleges the tdxsp and 3gtq model chairs disengages on its own causing a brake fault error code on the motor.